Event description:
The customer had been hospitalized for low blood sugar levels. The family member had called about an alarm on the pump. The family member was assisted with resetting the pump and the self test passed. The customer was unsure as to why the customer had low blood sugar levels. Troubleshooting was done on the pump and if passed the leadscrew test. The family member stated that the customer ws unavailable to answer any troubleshooting questions at the time of the call. Also, the family member stated that they are unsure of the events leading to hospitalization. The family member was instructed to call back if the customer has more information about this event.